Event description:
During the removal of an enternal feeding device, 6 months following the initial placement, pt gender and age unk, the inner bumper detached from the tubing and fell backward into the stomach. With the aid of a scope the detached piece was removed successfully and the procedure was completed. No other adverse were reported. Unk event date.